Event description:
Hypoglycemia; I updated the software on my tandem x2 insulin pump to the control -iq. The control-iq functionality is not working properly to suspend insulin basal delivery when blood glucose values are dropping rapidly, lending to the increased risk of hypoglycemia. The control-iq has obvious signs of an improper software update, but tandem tech support has been unwilling to acknowledge fault in their product. Lowest reading during hypoglycemic incident in which control-iq did not decrease or suspend insulin basal delivery. FDA safety report ID# (B)(4).